Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device protruding off, essure coil perforating through left fallopian tube') in an adult female patient who had essure (batch no. C96077-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis and ovarian cyst. Concurrent conditions included dysuria, breast pain, menorrhagia, right lower quadrant pain, nausea, vomiting, diarrhea, constipation and appendectomy. Concomitant products included hydrocortisone, ibuprofen and ondansetron (zofran). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), depression ("depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed, abnormal vaginal bleeding, menorrhagia and not for psych injury. Essure removal surgery was not planned as the patient was unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Impression: bilateral tubal occlusion by essure implants is demonstrated.. Imaging procedure - on (B)(6) 2015: result not provided.. Lot number [ c96077 ] is notvalid quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device protruding off, essure coil perforating through left fallopian tube') in an adult female patient who had essure (batch no. C96077-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis and ovarian cyst. Concurrent conditions included dysuria, breast pain, menorrhagia, right lower quadrant pain, nausea, vomiting, diarrhea, constipation and appendectomy. Concomitant products included hydrocortisone, ibuprofen and ondansetron (zofran). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), depression ("depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for gen. Abnorm. Bleed, abnormal vaginal bleeding, menorrhagia and not for psych injury. Essure removal surgery was not planned as the patient was unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Impression: bilateral tubal occlusion by essure implants is demonstrated.. Imaging procedure - on (B)(6) 2015: result not provided.. Lot number [ c96077 ] is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, patient medical history, event: essure coil perforating through left fallopian tube added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.